Manufacturer narrative:
Additional device product code: hwc. (B)(4). Date of original implant is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(4). A device history record (DHR) review was performed for part #: 456.318s, lot#: 7554299 (sterile) - 11mm/130 deg ti cann troch fixation nail 170mm - sterile. Quantity 6: manufacturing location: (B)(4), manufacturing date: 18-dec-2013, expiration date: 30-nov-2022: component parts reviewed: 456.314.3 - lock driver tfn, bp-55 lot - 7410562, 456.315.2 - 130 degree, lock prong tfn bp-58 lot ¿ 7546271, 21069 - raw material lot bp-80 lot - 7484460. Raw material was received from allvac. Certificate of test received from allvac, raw material receiving/put away checklist meet specification. In-process acceptance sheet, inspection sheet for final inspection, met inspection acceptance criteria.: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision surgery on (B)(6) 2017 to remove a trochanteric fixation nail (tfn) system for a conversion to a total hip replacement. The patient was initially implanted on an unknown date. Post-operatively the patient had fallen and broke her femur again. Cables were implanted to hold the bone together before removal of nail, then continued on to complete the hip replacement. During the revision the tfn nail, helical blade, locking screw and end cap were easily removed, whole and intact. There was no surgical delay. No patient harm was reported. The procedure was successfully completed. No device malfunctions occurred during the revision. The patient received a total hip replacement. Patient outcome was reported as stable. This report is for one (1) 11mm/130 degree ti cannulated troch fixation nail 170mm-sterile. This is report 1 of 4 for complaint (B)(4).